Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 2.1 pocket d3 was failed. A field service engineer addressed the reported issue of the drawer being difficult to open/close and a broken cubie lid, no issues were found with the drawer's opening and closing functionality, ejected the cubie using diagnostics and provided it to the customer, successfully tested the drawer in diagnostics, confirming proper operation. The customer was unable to recover the cubie due to insufficient privileges. The drawer was recovered and was functioning properly. The customer did not have replacement cubies to insert in place of the removed broken cubie. Final testing in the application was completed successfully with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 2.1 pocket d3 was failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.